Event description:
Per the clinic, the patient experienced keloids and soft tissue overgrowth. Subsequently, the patient was placed under general anesthesia on (B)(6) 2022 in order to excise the tissue.